Event description:
It was reported that a ventilator failure occurred during a surgical procedure. The users reportedly replaced the device; no patient consequences have occurred.

Manufacturer narrative:
The device is not under a service contract and, the user facility did not involve the local dräger s&s organization into examination and repair of the device. The event was reported to dräger with >4 months delay; upon contacting the hospital to obtain further information it was responded that no additional details could be provided. A case-specific evaluation solely based on the initial description is not possible. The reported ventilator failure alarm is not necessarily related to a device malfunction ¿ it can also incorporate a specified device behaviour to protect the patient from uncontrolled application of pressure and/or volume. For example, a shut-down of automatic ventilation for safety reasons may be the response to a fast and significant airway pressure rise as it typically occurs during repositioning of the patient. Reportedly, the device has a manufacturing date of may 2010; state of maintenance and actual disposition is unkonwn. Based on the few available facts it can neither be confirmed nor denied that a malfunction has occurred during the course of event. It can only be concluded that the device responded as designed to an unknown condition that led to shut-down of automatic ventilation - a corresponding alarm was posted to alert the user. Manual ventilation with the built-in breathing bag will still be possible and, the monitoring functions remain unaffected as well.